Event description:
It was reported that: "the catheter was inserted on (B)(6) 2024 10 am, on sep 21, 11 pm when a catheter leak was detected. The catheter was withdrawn and replaced with another catheter in the same site successfully. The therapy was not delayed or interrupted. There were no patient complications. From the catheter change. The patient had coronary artery disease and developed coma seizure symptoms after catheter removal and prolonged care in the ccu. Chest CT showed calcification of the aorta, which was not severe and was extravascular. The patients' current condition is reported as fine."

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "the catheter was inserted on (B)(6) 2024 10 am, on (B)(6) 11 pm when a catheter leak was detected. The catheter was withdrawn and replaced with another catheter in the same site successfully. The therapy was not delayed or interrupted. There were no patient complications. From the catheter change. The patient had coronary artery disease and developed coma seizure symptoms after catheter removal and prolonged care in the ccu. Chest CT showed calcification of the aorta, which was not severe and was extravascular. The patients' current condition is reported as fine."

Manufacturer narrative:
(B)(4) the serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a black plastic bag. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the section of the iabc bladder membrane; dried blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The visible section of the bladder was fully unwrapped. The central lumen was noted broken at approximately 1.6cm from the iabc distal tip. The iabc central lumen was also noted broken within the flex-tip assembly area at approximately 5.4cm from the iabc distal tip. It cannot be confidently determined that which central lumen break occurred first. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The iabc bladder was noted withdrawn through the teflon sheath, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been re-quested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the bro-ken central lumen. Some blood noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that a "catheter leak was detected" is confirmed. During the investigation, the intraaortic balloon catheter (iabc) central lumen was noted broken at two different locations near the iabc distal tip. The broken central lumen can result in blood entering the helium pathway and can cause the helium loss alarm. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that: "the catheter was inserted on (B)(6) 2024 10 am, on (B)(6) 2011 pm when a catheter leak was detected. The catheter was withdrawn and replaced with another catheter in the same site successfully. The therapy was not delayed or interrupted. There were no patient complications. From the catheter change. The patient had coronary artery disease and developed coma seizure symptoms after catheter removal and prolonged care in the ccu. Chest CT showed calcification of the aorta, which was not severe and was extravascular. The patients' current condition is reported as fine."

Manufacturer narrative:
Qn#(B)(4). The reported complaint for the "catheter leak was detected" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.